Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
It was reported that moderate separation of the conductor cables from the lead insulation was noted under fluoroscopy. The lead remains implanted.